Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with cracked top case on all corners by tubing guides and handle, cracked battery door and both plunger cases. Event log history was performed and indicated that "syringe plunger not in place" was recorded in history. During analysis, "syringe not in place" alarm was found with the 1 ml syringe and the motor ran noisily at 300 ml/hr. It was noted that the cause of the reported issue was that timing plates were uneven and timing plate spring was not fully seated, and normal wear of the motor assembly. In addition, during analysis, the reported issue was noted to have been caused by the customer assembling incorrectly. Service will reset the timing plates and the timing plate springs correctly. Service also replaced the stepper motor, teflon washers with the derlin washer, motor mount, worm coupling, worm gear, lead screw and both clutch halves, and performed preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the barrier clamp motor calibration of a smiths medical cadd medfusion pump was bad/motor was loud/ and had a bad case. No adverse effects were reported.